Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: updated h3, additional information added to d4, corrected codes in h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions. The commander delivery system was returned to edwards lifesciences for evaluation. The device was visually examined, and no abnormalities were noted. Functional testing was performed and the delivery system able inflate and deflate with no issues. Additionally, inflation/deflation time measurements were taken, and the recorded measurement shows the device met specification. Due to the nature of the event, no applicable dimensional testing was able to be performed. Imagery was provided for review and revealed the following: the patient's aortic root was tortuous and had calcium present, and the patient's femoral arteries were calcified and tortuous. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The delivery system balloon inflation difficulty was unable to be confirmed as the events could not be replicated on the returned device during evaluation. Visual, functional, or dimensional analysis did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. No abnormalities were observed during device preparation and neither the inflation nor deflation difficulty were able to be re-created during evaluation of the returned device. The provided imagery revealed the patient's femoral arteries and aorta were calcified and tortuous, it is likely that the formation of the calcification at the tortuous native annulus may have contributed to the thv deployment characteristics. Also, under these conditions, tortuous anatomy can present difficult angles or constrained conditions resulting in higher resistance for the delivery system to overcome during tracking and subsequently affecting inflation and deflation. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the event. However, due to lack of additional information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field representative, inflation difficulty of the 26mm commander delivery system balloon was experienced during valve deployment in the aortic annulus. It took an excessive amount of force to inflate the balloon, which led to a slower deployment and longer pacing run. Approximate time of inflation was 10 seconds and inflation volume was 23cc. The sapien 3 ultra was successfully deployed. It was reported that patient did not experience any adverse event as a result of the longer pacing run, however, this is still considered a serious event.